Event description:
It was reported that the patient underwent a right shoulder replacement. Subsequently, the patient experienced a rotator cuff tear, resulting in failure of the implant. A revision procedure was performed, and the humeral head was upsized to a humeral head short, 50 mm beta. The patient was last known to be in stable condition following the event. No further information is available.